Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-sep-26. It was reported that the patient's hcps had not witnessed the pointed section of the pump breaking through the skin. The patient reportedly told the hcps that she went to an emergency room, but did not tell the hcps which one. The patient reportedly came in for a pump refill a few days later, and there was no open wound. It was noted that the patient told the hcps that she would prefer the 20cc pump because the 40cc pump was too big, and it was confirmed that the patient was having surgery on (B)(6) 2017. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the pump was not placed upside down. The pump was reportedly placed in the same pocked without difficulty. It was clarified that the patient's 40cc pump was replaced, but the patient hit it on counters and the patient would need another replacement with a 20cc pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-26. It was reported that the pump continued to move around since 2017-apr when it was put in. The patient had found a few hcps but none of them would see her.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018 who reported that the pump was replaced with a smaller pump. The patient called again on (B)(6) 2018 and stated that when the doctor implanted the pump in (B)(6) (2017), he put it in upside down and ¿left it hanging¿ and she had to have it replaced in (B)(6) (2017). No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown baclofen (500mcg/ml at 295mcg/day) and fentanyl (500mcg/ml at 295mcg/day). The indication for use was spinal pain. It was noted that the patient had a pre-existing condition of cerebral palsy since birth. It was reported that since the patient's new pump was implanted on (B)(6) 2017, the patient was not happy with the pump or her healthcare provider (hcp). The patient reportedly used to be (B)(6) lbs when she had her first pump implanted, then was (B)(6) lbs when the current pump was implanted, and was down to (B)(6) lbs at the time of report. The patient was told by a manufacturer representative prior to implant that she was going to have the same pump as before and that the hcp was going to talk with her, but the hcp reportedly never came in. The patient reportedly started at a dose of 355mcg/day for both medications, and in the (B)(6) 2017 (first week of (B)(6)), the patient told the hcp that her current pump medication was too much. The dose was then decreased to 345mcg/day for both medications. In (B)(6) 2017 (a month later), the patient went down from 345 mcg/day to 335mcg/day for both medications. The patient was struggling to walk, was in tears, and her feet hurt. On (B)(6) 2017, the hcp turned down the medication to 295mcg/day for both medications because the patient was not functioning. The patient thought the hcp would stay at "335 or so and the baclofen at 295," but he set both medications at the same setting. The patient told the hcp she felt like a guinea pig, and the hcp reportedly almost walked away and stated she didn't get this. The patient expected to be treated like she was almost (B)(6) years old. The patient reportedly could not lay on her left side anymore and felt like the pump was going to "literally fall out." The patient reportedly refused to use the bathroom and needed a new surgeon because the pump needed to be fixed. The patient could not live with it. The patient's pain level was reportedly so bad that they started doing baclofen and fentanyl in the pump. The patient wanted to get off of oral medications as a goal when starting the pump, but it was noted that the patient "maxed out on oral baclofen." The patient reportedly could not wear her clothes and could feel the triangle port under her skin "like fingernail width." It was noted that the hcp was not going to do anything about it and the patient had to take things into her own hands so she could get surgery to position the pump and secure it better. The patient lived in the mountains and had to drive 1.5 hours to see her pump managing hcp. The patient was to follow-up with a hcp. Additional information was received on (B)(6) 2017 from the consumer. The patient again reported that they were having issues with their new pump and that they were not happy with the pump being "barely under their skin". The patient reported that "it hung up on the kitchen counter" over the weekend. According to the patient, their hcp indicated that this was the result of the patient's weight loss, but the patient stated that they "could not live with it". The patient made a number of complaints regarding the patient's implanting surgeon, stating that the hcp did not speak to the patient or answer their questions prior to the pump replacement procedure. The patient noted that "they operated without knowing that she has a history of blood clots in her lungs they took her in and knocked her out." The patient later became upset, crying and yelling because they felt the patient services agent was speaking over them and that they had a foreign object in their body that they have no control over. The patient reported twice that that their hcp to ld them that, in order to implant the pump deeper so the patient would not have to worry about the pump bumping into anything or their skin breaking open, the patient would have to get a smaller pump. The patient did note that their pump was refilled on (B)(6) 2017, but was not able to discuss the patient's issues with the hcp as they were not "seeing eye to eye". No further complications were reported or anticipated. Additional information was received on (B)(6) 2017 from a consumer. It was reported that the patient's medication history included blood thinners. It was additionally reported that the patient could feel the tubing, and it was "barely the thickness of a band-aid." It was further noted that no other hcps would touch the patient, and the patient wanted to know if there was a pump that had two reservoirs so medications could be adjusted separately. Additional information was received on (B)(6) 2017 from the consumer. It was confirmed that the patient's previous pump was replaced on (B)(6) 2017 due to longevity. According to the consumer, the "pointed section" of the pump is facing outward since the implantation. This "pointed section" had reportedly broken through the patient's skin and was superficial. The patient reported again that their pump had gotten caught on their counter three times. The patient stated that their hcp noted that the pump was implanted the same way as before however, the patient later stated that their hcp reported that the pump was put in upside down. The patient also stated that their hcp blamed the issue on the patient's smoking. The patient reported that they have only lost "two points" and that the pump is hanging off of them. The patient then reported that their hcp would try to adjust the pump with a revision surgery and that they were going to have to go down to a 20 cc pump from a 40 cc pump. The patient also reported again that she had cerebral palsy as a pre-existing condition. The patient again expressed dissatisfaction with their surgeon. No further complications were reported. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient saw her hcp on (B)(6) 2017 and was told that she should be in a wheelchair. It was noted that the hcp "ignored her before surgery to replace the pump." The patient was reportedly told that she has a "(B)(6)" pump implanted, and that the hcp wanted to do a revision on (B)(6) 2017. The hcp reportedly said that he could do a revision surgery or the patient could go from a 40cc pump to a 20cc pump. The hcp reportedly claimed that there was not enough room in the pocket for a 40cc pump, but the patient did not have any issues with the previous 40cc pump. The patient wanted to keep the 40cc pump. It was clarified that the patient had lost 2 lbs, and it was also noted that the hcp blamed the weight loss on pump issues and "it's because she smokes." It was noted that when the patient went in for surgery, the hospital was dirty and under construction and was filled with sheet rock dust. The patient requested hcp listings.